Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified right internal carotid artery. A 4.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the inflation was performed but the pressure did not increase. It was considered that the balloon ruptured upon delivery. The procedure was completed with another of the same device. No complications were reported.